Event description:
On (B) (6) 2010, pt reported he is receiving an e4 (occlusion) error. Pt stated he just changed his infusion set, tubing, and insulin cartridge earlier today. Pt reported he was attempting to bolus 5 units of insulin to cover his elevated readings when he received the e4 (occlusion ) error. Pt stated he changed the infusion tubing and infusion site and received another e4 error message. Pt reported he feels the elevated readings are associated with the e4 (occlusion) errors and that the infusion sets are not allowing insulin to flow through. Had pt disconnect from the infusion site and run a prime through the tip of the infusion tubing; insulin did emerge without any error messages. Advised to attach a new infusion site and bolus. Pt inserted a new infusion site and bolused 6 units of insulin for his elevated readings and to fill the cannula; bolus went through without an error message. Pt reported the infusion adapter has not been changed in a long time. Advised to change every 10th cartridge change. Pt reported his elevated readings were at 180 mg/dl. Pt normal blood glucose range is 100-140 mg/dl. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.